Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem of "blank screen" was able to be reproduced. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a damaged liquid crystal display (lcd). The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen was entirely blank with lines through display. The event occurred upon picking up unit for repair at mother baby unit. There was no patient involvement. No additional information is available.